Event description:
Report received of blood loss. The pt was undergoing a MRI exam of the brain and inner ears. The technician performed the venipuncture and reported receiving blood return in the tubing and noted a slight amount blood leakage from the connection of the tubing and the butterfly wings. Reportedly, the site was covered with gauze. The butterfly was injected with contrast via a syringe and the contrast reportedly did not leak from the connection and no additional blood leakage was reported. The MRI was completed. There were no reported adverse pt effects. No medical interventions were required. Though requested, no additional info was provided.